Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported pump stop and low speed events captured in the submitted log files. Additionally, although the reported twist in the driveline could not be confirmed through the evaluation of the returned portion of the driveline, the twist was observed through the onsite evaluation by an abbott representative. The submitted log files collectively contained events from 05feb2025 through 19feb2025 and from 21mar2025 through 16apr2025. Pump stop and low speed events were captured from 05feb2025 through 18feb2025 and from 24mar2025 through 25mar2025 while the system was connected to the mobile power unit. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential short to shield driveline issue. The account submitted two driveline x-ray images for review. The driveline x-ray which captured the entire external portion of the driveline and a portion of the internal driveline near the exit site. No evidence of driveline wire compromise was observed via the submitted x-ray images. A distal end driveline replacement was performed 25feb2025 and approximately 19¿ of the distal end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have contributed to the reported events captured in the submitted log file. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have contributed to the reported events captured in the submitted log file. Following the driveline repair the patient was placed on an ungrounded patient cable. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). Incidental findings found damage to the outer jacket of the returned distal end of the driveline the relevant sections of the device history records for (B)(6) and driveline serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook also cautions the user not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had pump stops and low speed advisories. Log files were submitted for review and captured intermittent speed drops and pump stops between (B)(6) 2025. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring when connected to the mobile power unit (mpu). Images provided showed some minor shield separation and normal wear and tear. Patient was home with ungrounded cable and power module and would return (B)(6) 2025 for percutaneous driveline repair with abbott engineers.

Event description:
It was reported that there were low speed and pump off alarms on 24mar2025 and 25mar2025. The patient was unaffected. The alarms occurred while on mobile power unit while the patient was supposed to be utilizing ungrounded cable.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.